Event description:
During a ventricular tachycardia procedure, a pericardial effusion occurred. During the procedure both the endocardial and epicardial right ventricle (rv) were collected. The 3d location of the flexability se catheter was overlapping in some areas when moving the catheter from the epicardium to the endocardium and vice-versa, specifically on the apex and the free wall. During map collection, some mapping points were not collected even though all the automap criteria were met . A pericardial effusion was noted via echocardiography imaging and a pericardiocentesis and subsequent epicardial mapping were performed which stabilized the patient. There were no performance issues reported with the catheter. The perforation likely occurred at the rv apex during endocardial rv mapping.

Manufacturer narrative:
Additional information: g3, h2, h3. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported pericardial effusion remains unknown. Per the IFU, vascular perforation is an inherent risk of any electrode placement.